Manufacturer narrative:
A medtronic representative reported that the imaging system's images had a visible artifact. Specifically, the artifact was toward the posterior part of the spine and looked like a white crayon had been drawn on the scan. When the scan was transferred to the navigation system, the ap synthetic view reflected the scatter. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was able to replicate the reported event. Issue resolved by preforming an analog offset calibration. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system's images had a visible artifact. Specifically, the artifact was toward the posterior part of the spine and looked like a white crayon had been drawn on the scan. When the scan was transferred to the navigation system, the ap synthetic view reflected the scatter. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.